Event description:
Our interventionists have anecdotally noticed that patients in the cath lab have required higher amounts of heparin to achieve a goal act that they ever have in the past. For example, on (B)(6) 2016, a (B)(6) pt was being transferred from an outlying facility. The pt had received tnk and 4,000 unit bolus of heparin, then received an add'l 9,000 unit bolus and only achieved a goal act of 110. The pt was then administered an add'l 4,000 unit bolus and got a corresponded act of 210. The pharmacy department and cardiology teams began looking into our heparin products used in the cath lab as well as the point of care act machines used in our facility. It was found that three of the point of care testing machines that were reviewed were found to be inaccurate for the low testing range. Although, this finding was not reproducible by lab personnel. The MFR of the heparin product was contacted and no other similar reports had been made. The MFR will be running tests on the three lots of heparin used in our facility efficacy. Frequency: prn, route: intravenous bolus. Diagnosis or reason for use: percutaneous coronary.